Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k) k171712. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: a2, b1, b5, b6, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a CT (computed tomography) of the abdomen dated (B)(6) 2017: "the ivc filter is tilted anteriorly with the apex perforating the right anterior wall by approximately 4mm. There is a right anterior strut perforating the wall by approximately 3mm. There is a left anterior strut perforating the anterior wall by approximately 3mm with contact of the right common iliac artery. There is a medial strut perforating the wall by approximately 4mm extending to along the anterior aspect of the l2 vertebral body. There is a left posterior strut perforating the wall by approximately 4mm contacting the anterior left l2 vertebral body. There is a right posterior strut perforating the wall by approximately 3mm extending along the anterior aspect of the right psoas muscle. No strut fracture is noted".

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation. Per the (B)(6) 2015 inferior vena cava filter placement: "inferior vena cava placement for pulmonary loss prophylaxis. Probable left common femoral vein dvt suggest left lower extremity venous ultrasound".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.